Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module and flow sensor assembly needs to be replaced to address the issues. Error codes related to the charging of the internal battery were observed. The device's internal battery needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the flow sensor assembly was replaced to address failed service testing. The flow sensor assembly did not fail testing and was replaced due to contamination.